Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure for an aneurysm, the tip of the router broke when used in the footed attachment. It was also reported that a minor delay of 1 minute occurred to swap out equipment and no adverse consequences were reported as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The product involved with this event was returned for evaluation and the reported failure of breakage was confirmed. Investigation results concluded that the router failed distal to the minor shank diameter. It was observed that the router was used in an aggressive manner and at the point of breakage, the router was rocked back and forth. This sort of motion would have applied a bending force to the part which may have resulted in the fracture of the router. A review of the router label 5407-fa2-701 rev a has a symbol which states according to the expanded content label (B)(4) the following; "do not use excessive force." The risk of this event is within that quoted in the risk management file. The quality investigation is complete.

Event description:
It was reported that during a cranial procedure for an aneurysm, the tip of the router broke when used in the footed attachment. It was also reported that a minor delay of 1 minute occurred to swap out equipment and no adverse consequences were reported as a result of this event. It was further reported that the procedure was completed successfully.